Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney alleges that the pt was hospitalized and required add'l surgery after implant of the composix kugel mesh. However, the medical records provided do not include operative reports for any procedures after the implant. Two f/u visits to the pt's doctor showed that the wound was healing nicely. A mfg review that included review of sterility records was performed and did not find any mfg related issues. While it does not appear that a device failure occurred, with the limited info provided, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2006, repair of recurrent ventral hernia with a composix kugel mesh. On (B)(6) 2006, (B)(6) 2006, office visits: wound is healing nicely.